Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. Packet was emailed to (B)(6) in repairs department from the provider on (B)(6). Customer service received the packet today ((B)(6) 2015) when an RMA was requested.